Event description:
It was reported that the atrial lead exhibited noise. The noise was producible when the patient was in the prayer position. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.